Event description:
It was reported that on (B)(6) 2017, the bolt did not provide any reading when it was inserted in the patient. The neurosurgeon waited a few minutes then pulled the catheter out to check the tip. The neurosurgeon stated that it looked fine, but when he pressed on the catheter tip it did not transmit any pressure. There was no patient injury or death alleged. Request for additional information was sent and on 14sep2017, the following was provided : the patient was an (B)(6) male. The dura mater was not opened prior to the bolt/catheter insertion. The catheter and cable was not clipped to anything (e.g. Patient gown, sheets, etc.) Due to the event occurred during the insertion. There was no issue with the monitor (serial monitor unknown). Although there was no patient injury, a second bolt was placed. There was a replacement product available to be use, bolt kit in the pyxis. There was a delay in surgery of 10 minutes to obtain another catheter and setup. There was no patient adverse consequence as a result of the surgical delay.

Manufacturer narrative:
Additional information was received on 21sep2017 with the following: the neurosurgeon took a second bolt, zeroed it and then inserted inside the patient. (Same bolt but new transducer). This transducer worked well immediately showing waveform and pressure. Investigation completed on september 25, 2017. Failure analysis: the catheter was returned with strain relief. Particulate that appears to be dried blood was found on the connector and catheter body. The catheter was connected to test monitor 420-6; the monitor displayed an initial reading of 8mmhg after approximately 10 seconds system self-check delayed. The catheter was tested, and it met specifications in according to q00102. The catheter was then connected to test monitor mpm-1 (c1999, cal due 07-apr-2018) and cam02 (t1019-1, cal due 19-jul-2018); after a system self-check delayed, icp reading displayed 0mmhg and -1mmhg, respectively. The customer complaint could not be duplicated; the catheter was fully functional and met all functional test specifications. Device history record: the customer returned catheter serial number (B)(4); it is belonged to the reported lot number. A review of batch history record indicates lot 111e00268520 was mfg. Date: 23-apr-2016 and will be exp. On 30-apr-2019. Lot met all the requirements before being released. Trend analysis: complaint history, model 110-4xxx, from sep-2015 through aug-2017 reviewed; there were 65 other complaints that issued with complaint code (B)(4), and 14 of them were confirmed. The number of confirmed reports (14) divided by the number of units sold model 110-4xxx, (B)(4), sep-2015 through aug-2017 and multiplied by 100 results in a failure rate percentage (B)(4). Root cause: the returned catheter was functionally tested and it met all functional test specifications. The reported customer complaint could not be duplicated. Per the reported customer, the dura mater was not opened per the IFU prior to insertion. The unopened dura mater could be the result of the catheter being unable to display pressure. Device failed to meet specifications? No